Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and indicated stretching. The lead was returned with the helix was fully extended. The helix was unable to be extended or retracted. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that this lead had dislodged during lead placement. The physician extracted the lead and attempted to screw out the helix on the table. Initially nothing happened but then the whole helix popped out. A new lead was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.